Manufacturer narrative:
It is unknown if the plate was removed from the patient during the procedure or if it remains implanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unk - plate/unknown lot number. (B)(6). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the procedure craniotomy was performed. The surgeon was screwing the plate into skull with screws, one screw completely snapped in half at the head. A spare matrix neuro device was available to proceed. Case delayed by 20 minutes. Patient was fine. She still has part of the screw that was already inserted still in her skull. The surgeon did not want to try and bur it out as it might cause more damage. (B)(4).